Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient attended hospital for a revision of a restoration stem which has allegedly broken. The shell left in situ and a proximal femoral (stanmore) replacement carried out. An mdm liner and insert were used.

Manufacturer narrative:
Reported event: an event regarding stem fracture involving a restoration modular stem was reported. The event was confirmed. Device evaluation and results: visual inspection was performed as part of the material analysis report (mar),"the material analysis concluded: "the stem fractured in fatigue with the final fracture occurring in overload. The fracture origin is at or near the location of laser marking on the stem. Eds showed the stem was consistent with (B)(4) alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records were provided for review. The stryker lot code was not provided. However, the supplier lot code laser marked onto the part indicated that the supplier lot code was issued into one of the possible four lots, caxp788a, caxp788c, caxp788d, caxp788e. A review of the DHR was completed on all four manufacturing lots which concluded that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the determined lots. The exact cause of the event could not be determined because insufficient information was provided. Additional information including xrays, patient information and operative reports are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient attended hospital for a revision of a restoration stem which has allegedly broken. The shell left in situ and a proximal femoral (stanmore) replacement carried out. An mdm liner and insert were used.